Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the e116 occurred because the hard drive stopped booting due to a failure of the system service division assembly. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, camera control unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the system service division hardware was corrupted, would not boot, and caused an e116 error code. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the system service division hardware was corrupted, would not boot, and caused an e116 error code. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.